Event description:
It was reported that bd gravity set was leaking the following information was received by the initial reporter with the following verbatim: it was reported that clinician and/or any patients have encountered leakage and breakage while using carefusion infusion set (gravity set 76" (193cm), drip chamber vented/non-vented, 0.2-micron filter, roller clamp, rotating luer lock). Verbatim: clinician experienced: leakage -antibioticos - antibiotics interruption of therapy (not resulting in harm). Rotura - breakage -sistema se partio por golpe accidental con la cama a la bomba - system was broken by accidental blow with the bed to the pump. Interruption of therapy (not resulting in harm). Please see attached excel sheet for additional information.

Manufacturer narrative:
No samples were received for investigation of complaint reference (B)(4) reported via post market survey; however, the customer has indicated that they experienced leakage and breakage while using a bd gravity infusion. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h.10.